Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2021. The cause of death nor whether the outcome was device related was provided. The device was not explanted and will not be returned for evaluation. Per additional information from the clinical specialist, the patient¿s death was not considered to be device related and the device will not be returned for evaluation. Due to privacy laws restrictions, the clinical specialist was not able to provide any further information for the case since the customer will not share any kind of patient related information due. This includes all kind of data regarding the patient and his/her course of disease. The patient expired on (B)(6) 2021. No product is available for investigation. The heartmate 3 lvas instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 25jun2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death was not provided but it was reported the death was not device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.